Event description:
It was reported by the customer's father that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 150 mg/dl. Customer was changing the site when the alarm occurred. Customer's father reported that the alarm was resolved by a complete set change. Customer's father would like to return the set and reservoir for analysis. Alarm occurred during manual prime. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.